Event description:
Pt was revised to address a loose stem, associated with pain, shortening of extremity, difficulty walking. It was also noted that the lesser trochanter was broken off, and prosthesis was wedged in proximal femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.